Event description:
This is filed to report the suspected leaflet tear. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr). The first clip was implanted, without issue. To further reduce mr a second clip was advanced; however, the clip got stuck in the lateral chords. When attempting to remove the mitraclip delivery system (cds), septal height was lost. The cds was eventually removed with the clip intact; however, it is possible a leaflet tear occurred due to the clip entanglement. A septal tear was observed caused by the steerable guide catheter. Mitral valve replacement was performed, and the septal tear was surgically repaired. The surgery went well, and the patient was fine after the surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. The reported patient effect of unspecified tissue injury, as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported unintended movement appears to be due to procedural conditions. The reported entrapment of device (clip caught on the chordae) was a result of the unintended movement. The unspecified tissue injury appears to be related to procedural circumstances and due to clip stuck on the lateral cords (entrapment of device). The hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The steerable guide catheter referenced is filed under a separate medwatch report number.